Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was evaluated by a third party field service engineer and the customer's complaint was confirmed. The device's software was reloaded to address the issue.

Manufacturer narrative:
Additional information was received on mar 12, 2025 and section h11 should be reported as: the manufacturer previously reported receiving information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was evalutated by a third party field service engineer and the customer's complaint was confirmed. The device's software was reloaded to address the issue. Additional information was received from the manufacturer's service center indicating that the unit displayed a red screen and also it was found that the flow tube sensor (f2s) and flow tube return (f2r) tubing were reversed, and the proximal pressure (pxp) and patient outlet port (pop) tubing were disconnected. Further evaluation revealed that the display printed circuit board assembly (pcba) was missing two ribbon cable connector locks. In addition, the main housing and associated screws had damaged hardware threads. It was also noted that the fraction of inspired oxygen (fio2) sensor could not be calibrated. Section h6: component codes, investigation findings and conclusion codes has been updated in this report.